Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The rep reported that the patient had developed a new pain higher in her body, so a percutaneous lead was added to cover it and the 0-7 electrodes on the previously implanted lead were being used to cover her old pain. No further complications were reported.

Manufacturer narrative:
Initial aware date was updated to 2019-01-21. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient had a follow-up appointment on (B)(6) 2019. It was noted that the patient first noted that new pain a year or so prior to the report, after a bunch of falls over a two year period. It was noted that the stimulator didn't have anything to do with the falls; they transitioned to a walker and a cane, which led to the falls. It was also noted that, at the time of the report, the patient had full coverage of the painful areas.